Event description:
It was reported that the pump shut off unexpectedly & became unresponsive. The customer's blood glucose level was reported to be 203 mg/dl.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.